Event description:
The complainant reported that the patient was placed onto impella 5.5 support for acute myocardial infarction/cardiogenic shock. While on support, the automated impella controller (aic) experienced a controller failure red alarm. The aic was swapped for a loaner console. There was no patient harm related to this event.

Manufacturer narrative:
A.5 race is unknown. The investigation into the automated impella controller (aic) - controller failure (red alarm) has been completed. The complaint was confirmed by the device¿s logs. The aic logs showed that the console unexpectedly shutdown which was characterized by an abrupt end in the logs. Real time logs abruptly ended which was likely when the console unexpected shutdown occurred. Console was powered back on 13 minutes later but had issues staying powered on moments after boot-up. This behavior might have reoccurred unless the user was purposefully shutting down and repowering the unit back on during initial troubleshooting. The console was tested extensively on an engineering laboratory bench. The unexpected shutdown was not reproduced. There were no interruptions in the supply to the 4-in-1 throughout a long-term test. The internals were visually inspected. There was dried residue on the battery transport connect switch, but this was unlikely related to the failure mode given that the console was connected to alternating current mains at the time of the event. The root cause of the unexpected shutdown was not determined due to the inability to reproduce. This report is being filed as part of a retrospective review of historical records.